Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a bent pin in the remote dose connector was found. The pin was straightened out to fix the issue.

Event description:
It was reported that the patient had not received any bolus doses, even though the pump registered that the remote dose cable was connected. Upon inspection, a pin in the connector was bent. There was patient involvement, but no injury/adverse event.